Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that during the mitraclip procedure, a perforation was noted. During a congress in (B)(6); it was reported that during a mitraclip procedure to treat mitral regurgitation, a perforation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: test dates, date of implant (B)(4). Subsequent to the previously filed medical device report (MDR), the reported perforation and death were unrelated to the implanted mitraclip; therefore, it was confirmed there was no relationship between the reported event and the mitraclip devices and there was no reported device malfunction. However, since the initial MDR has already been filed, the event must remain MDR reportable. No further investigation is required.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: it was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 3. The patient was stable post procedure. On (B)(6) 2017, the patient was transferred to another hospital for a double valve replacement procedure to further reduce mr. Post procedure, the patient remained on life-support and the patient expired due to a lot of comorbidities. It is the physicians opinion that the device did not cause or contribute to the perforation and there is no suspected link between the death and the mitraclip device. An autopsy was not performed. No additional information was provided. Because this event was previously reported, it will remain reportable.